Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error 25 alarm noted during testing. However, power error 25, replace battery alert and replace battery now alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing a power error with the insulin pump. The customer's blood glucose was unknown at the time of the incident. Leading up to the incident, the customer was experiencing having to change the battery daily. The customer was assisted with troubleshooting. The customer was able to clear the alarm and complete the pump rewind, however, the same error happened a week prior to the incident. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.